Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, non-sustained lead noise due to t-wave oversensing was observed. The device was reprogrammed.